Manufacturer narrative:
Product type: catheter product ID: pscc100 product type: catheter product ID: pscc100 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, it was visually confirmed even before the case, the contact at the connection site was poor. There was constant noise in the catheter inside the heart, and this did not improve even after reinserting it and reconnecting it. Upon visual inspection, there was dirt found at the connection point. The catheter was then replaced. The second and third tubes were also replaced, but the catheter was replaced because it was noisy and did not improve even if it was reconnected. The second and third catheter interface cables (cic) were also replaced in the same manner, but noise was still present and reconnection did not improve the situation, so the catheter were replaced again. With the replacement, no noise occurred. The case was completed. No patient complications have been reported as a result of this event.